Event description:
The home dialysis coordinator reported a transfer set with leaking tubing. The dialysis pt's set was replaced and prophylactic antibiotics were administered as a preventative measure. No pt injury was reported.